Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The provided imagery was evaluated and revealed the following: one valve strut may be slightly lifted at the outflow side and reaching over flex tip. Presence of tortuosity in patient's abdominal aorta. Presence of calcification in patient's abdominal aorta. The complaint for valve frame damage was confirmed based on evaluation of the imagery provided. Since the device was not returned, engineering could not perform any visual, functional, or dimensional testing. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per provided information, push force was applied during valve alignment, and imagery revealed presence of tortuosity and calcification within patient's aorta. While valve alignment was reported to be performed in a "straight section", tortuous patient anatomy and the presence of calcification can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve, causing the valve to become unseated and "dive" into the flex tip. If excessive force is applied to manipulate the device, it can lead to the delivery system flex tip interacting with the valve outflow side, resulting in the observed misalignment between the flex tip and the valve. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force, valve diving) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in china, it was a case of an implant of a 26mm sapien 3 valve, in aortic position by left transfemoral approach. During the procedure, the physician did not perceive unusual resistance advancing the delivery system through the sheath. During gross valve alignment in a straight section, excessive force was applied, which caused the valve frame and pusher to become misaligned. Additionally, the lower edge of the valve frame may have lifted slightly. Multiple attempts were made at different heights, but proper alignment could not be achieved and misalignment persisted. After discussion, an additional device was opened. The entire system was withdrawn through the esheath. The second valve was successfully implanted. There was no harm to the patient.